Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the small roller pump did not start/stop by pushing the operating switch of the unit. It normally worked by operating with central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were returned to the manufacturer on (B)(4) 2014 for further evaluation.